Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulated sheath of the synchroseal instrument was damaged after a short period of usage. No fragment fell into the patient. The procedure was completed with no patient harm or injury.